Event description:
It was reported by the customer that their insulin pump is not delivering insulin. Customer stated that they are not sure if they received a no delivery alarm. The customer also mentioned that they are legally blind. Customer's blood glucose level at the time 253mg/dl. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).